Event description:
The operator of an advia centaur xp instrument stated that troponin quality controls (qc) were not within range. No results were reported out during the time that qc was out of range. It is unknown if any samples were delayed from testing due to the qc being out of range. There are no reports of patient intervention or adverse health consequences due to the troponin qc being out of range.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that their quality controls (qc) were out of range. It was discovered that the customer erroneously placed a bottle of base reagent in the wash 1 bottle position. The customer replaced the wash 1 reagent and primed the system. Tsc instructed the customer to remove fluids and re-prime the system, after which qc was still out of range. A siemens customer service engineer contacted the customer and instructed them to perform a daily cleaning procedure with water, resolving the issue. The cause of the troponin qc being out of range is user error. The instrument is performing according to specifications. No further evaluation of the device is required.